Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.